Event description:
The facility's tech reported a fail code 814:04, which did not occur during pt use or biomed testing. Additional contact info was requested but no additional contact was identified. The tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event.